Manufacturer narrative:
Block b3: a specific date for the event was not provided. However, the month and year were provided and is being reported as a best estimate of (B)(6) 2024. Block h6: imdrf device code a0401 captures the reportable event of pull wire broken.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a peg (percutaneous endoscopic gastrostomy) tube placement procedure performed in (B)(6) 2024. During the procedure, the wire was pulled through the abdomen and the wire broke in the hand of the operator. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.